Manufacturer narrative:
The devcie was returned to spatz fgia inc. For analysis on 09/14/2022 and an evalaution was completed. The testing revealed a hole in the balloons body. The balloon was left in the stomach over the approved implantation period (15 months). Bowel obstruction is a complication that may be caused by a deflation with migration of the balloon during the implantation time. The risk of deflation, migration and obstruction is assessed in the device risk analysis and is monitored by the company. The company has made all mitigations to reduce this risk such as information in the IFU, patient doctor communication requirements, patient awareness, special monitoring of the patients throughout the implantation time and use by skilled, trained physicians. O date, spatz has not received similar complaint of obstruction concerning this lot number (210310) therefore no action is required for the products that are currently in the market. In all other incidents reported on obstruction the balloons were removed by surgery, resulted with the patient's good health and full recovery. The rate for deflations and migration resulted in bowel obstruction is 0.02%. A review of the device labeling notes the following: the maximum placement period for the spatz3 adjustable balloon system® is 12 months, and must be removed at that time or earlier; each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications: possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.

Event description:
Spatz3 balloon was implanted (B)(6)2021. The patient came in for a removal only 15 months after. Endoscopic examination revealed that the balloon was not in stomach, and it has migrated into the bowel and removed by surgery. The patient was discharged from the hospital in good health. The patient was discharged from the hospital in good health.